Event description:
It was reported, following a routine thrombolysis procedure, an angio-seal was used. A pre-insertion angiogram was performed. During normal deployment, the first and second clicks were heard; however, the physician could not pull the device out of the patient. Reportedly, the tension wheel seemed stuck. Five hours later, the patient was taken to surgery with the angio-seal still in the patient partially deployed. The surgeon cut down and visualized the angio-seal sheath with two sutures coming out of the end. The suture was cut between the collagen and anchor, the sheath removed and the incision sewn back together. The patient was kept overnight and monitored. In the morning, the leg was warm and appeared normal. The patient was given heparin for 24 hours post procedure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal instructions for use (IFU) caution the use of the angio-seal device in patients undergoing therapeutic thrombolysis.